Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were in emergency room for high blood glucose, diabetic keto acidosis on (B)(6) 2020 with blood glucose level was more than 300 mg/dl. Customer experienced symptoms such as nausea, polyuria, polydipsia. Customer was treated with intravenous insulin, insulin pump and also received serum therapy. It was unknown that customer was using auto mode or not. The insulin pump will not be returned for analysis.